Manufacturer narrative:
(B)(4).

Event description:
It was reported that the endotracheal tube (ett) had been in use on a patient for eight (8) hours when the patient's ventilator began to alarm. The ett cuff was found to have a leak and the patient was reintubated.

Manufacturer narrative:
(B)(4). The customer reported issue is confirmed. Functional and visual inspection was performed and it was observed the sample revealed a small tear in the cuff. Manufacturing controls were reviewed and no non conformances were identified. We are unable to determine the cause for this specific event however; information has been added to the database and trends will continue to be monitored.